Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 30-apr-2024 to ensure and to ensure the customer¿s initial concern was resolved- the customer stated customer stated that she discarded the old meter and test strips. Customer comfortable with the readings from the new product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 438, 528, 291, 531 and 460 mg/dl. The customer¿s expected am and pm fasting blood glucose test result range is 110-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/19/2025 and open vial date is 04/12/2024. The meter memory was reviewed for previous test result history: result 1: 438 mg/dl, date: (B)(6), time: 4:20pm, fasting (same finger). Result 2: 528 mg/dl, date: (B)(6), time: 3:59pm, fasting (same finger). Result 3: 291 mg/dl, date: (B)(6), time: 3:15pm, fasting. Result 4: 531 mg/dl, date: (B)(6), time: 2:45pm, fasting. Result 5: 460 mg/dl, date: (B)(6), time: 2:34pm, fasting.